Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a ziploc bag. Upon re-turn, the one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample; dried blood was also noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0064in-0.0067in and was within specification of process document. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times according to quality system document d0007914 with similar results. Blood was noted within the one-way valve. The one-way valve was properly cleaned and tested again; the one-way valve passed. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was not-ed. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Two leaks were immediately detected from the bladder membrane in a similar location. Under microscopic inspection, two leak sites were confirmed on the iabc bladder and both are consistent with contact from a sharp object; these two leak sites were noted at approximately 21.5cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "leak was found" is confirmed. During the investigation, two punctures consistent with contact from a sharp object were found on the iabc bladder membrane in a similar location, which caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; how-ever, the specifications were not met during the complaint investigation due to the bladder leaks. The root cause of the complaint is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "leak was found when the balloon was inserted in the body". To continue therapy, another catheter was inserted. The second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Event description:
It was reported "leak was found when the balloon was inserted in the body". To continue therapy, another catheter was inserted. The second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).